Manufacturer narrative:
The central processing unit (cpu) and motor controller (mc) pcba¿s were returned for failure analysis. No anomalies were noted during visual inspection. Failure analysis was performed, the customer complaint cannot be verified. The returned cpu and mc boards pass all testing; no fault was found.

Manufacturer narrative:
Philips field service engineer replaced the central processing unit and motor controller pcba. The unit passed testing and was returned to service.

Event description:
It was reported to philips by a customer that the unit had a machine and proximal pressure sensors failed. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit previously had the same issue and the following components were replaced da pcba to mc pcba cable, da pcba. And mc pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The data acquisition to motor controller cable was returned for failure analysis. The returned cable was installed into a known good test ventilator unit. The customer complaint cannot be verified. The returned cable passed all testing; no fault was found.